Event description:
I had epi-lasik eye surgery in 2005. I was told that I was a prime candidate and that the average recovery time was 2 - 3 days. Following the procedure, I ended up missing several weeks of work because my corneas were not healing as expected. They told me that I was the 1% that has problems. Here I am two years later and I still have vision issues. I suffer from severe dry eyes, blurry vision and constant headaches. They tell me I am seeing 20/20, but the discomfort I have every day is not worth it. I work on computers for a living and I often wonder how long I'll be able to keep working. My eyes ache at the end of each day. I would have to request my file but I have had several visits at the lasik surgery center for this issue.